Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant on (B)(6) 2021, the lead was stretched during removal of sheath and the physician felt difference in the lead body and replaced with another lead. The patient was stable.